Event description:
It was reported that the g7 shell inserter fractured. No patient involvement was reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2: foreign, poland. D10: g7 str insrtr threaded shaft, item: 110003452. Lot: 099109. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.